Event description:
The drill bit used to drill the pilot hole for the visualise system became fused to the drill bit. This caused some damage to the inner cannula of the drill adaptor. We were able to complete the case, however the 3.2mm drill adaptor is not functional any longer.

Manufacturer narrative:
It was reported that the drill bit used to drill the pilot hole for the visualase system became fused to the drill bit. This caused some damage to the inner cannula of the drill adaptor. The surgery was finished with no further issue.on 03-sep-2020, the field service engineer who reported the complaint stated that the drill adaptor was still in use at the customer location and that it was functional.as the device was not returned for investigation purposes, the root cause of this event remains unknown. However, the most probable root cause would be that the friction between the drill bit and the drill adaptor would have caused the metal to heat up and swell, thus causing the mechanical jam. The device is still functional.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The drill bit used to drill the pilot hole for the visualase system became fused to the drill bit. This caused some damage to the inner cannula of the drill adaptor. We were able to complete the case, however the 3.2mm drill adaptor is not functional any longer.